Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the balloon has been inflated and was deflated in the as-returned state. The stent has not dislodged from the balloon but is displaced by about 25 mm in proximal direction. The stent is deformed at its distal end, i.e. Few struts are bent outwards. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped centered on the balloon. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The sequences show the placement of two guidewires and two instruments through the same guiding catheter. Also, an extension catheter is used. These may have been contributing factors to the complaint event. However, the actual complaint event is not visible in the angiographic material provided. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU warns against re-insertion if the stent system was removed prior to expansion.

Event description:
A pk papyrus covered stent system was selected for treatment. The lesion could not be crossed with the device. After withdrawal and further pre-dilatation, the device was re-inserted but dislodged from balloon.